Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges with the complaint of burning/smoke/electrical odor, and particles in device airway. . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the investigation the fitt (foam integrity test tool) took per fitt document (B)(4) to test the sound abatement foam for degradation and breakdown. Pil did find evidence of sound abatement foam degradation which was observed in the base unit. Pil can confirm sound abatement foam degradation, but it is unable to determine if it is the cause of the patient¿s complaint. Pil finds that other contaminations located in this investigation were sourced from external environmental conditions. (B)(4). See photos. Secondary findings:0 blower hours and 0 therapy hours were logged, care orchestrator data was unavailable. Dust. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. No errors were logged. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source.